Event description:
It was reported that the 9800 system had a charger failure error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The charger board and batteries were checked during the service call. The system was tested and found to be working as intended, and put back into service.